Event description:
It was reported that a cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Upon deploying the closure device in the laa, the laa was perforated. Transesophageal echocardiography (tee) then identified a pericardial effusion in the laa. The pericardial effusion developed into cardiac tamponade, and the wds was removed from the laa. Pericardiocentesis was performed, and 2 liters of blood was drained from the laa. The patient was stabilized, surgery was performed, and the left atrium was clipped. The patient fully recovered following this event and was discharged home two days post procedure.